Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump as before.